Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 24085364 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 26aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by the customer that wanted to bring to your attention an issue we had with a defective primary tubing which was used by one of our nursing staff on a patient back on (B)(6) 2024. The issue was the nurse primed a line and connected it to the patient but there was a break in the line which was not visible to the eye. The break was at the end of the tubing where it connects to the patient. As a result, the ivig and port blood were drawn out through the break site and leaked on the floor. It was noticed right away by the patient. Thankfully it was not chemo. Verbatim: